Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose was 96 mg/dl, 143 mg/dl, 151 mg/dl within 10 minutes, with a difference of 25%. Pt did not experience any adverse events. No further information has been reported.